Event description:
It was reported that the device was used during a hand assisted partial nephrectomy. The seal ripped at the end of the case. Rigged the device to finish the case. There was no consequence to the pt. Discarded the device.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.